Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2000, appendectomy in 1998, multigravida, parity 4 (1998, 2000, 2006, and 2009) and polycystic ovarian syndrome. Concurrent conditions included asthma, sulfonamide allergy (penicillin, erythromycin. Ceclor), menometrorrhagia, abdominal pain and vaginal abscess. Concomitant products included ciprofloxacin and metronidazole (flagyl). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, chronic"), genital haemorrhage ("general abnormal bleeding"), urinary tract infection ("urinary tract infection"), psychological trauma ("psych injury"), headache ("headache") and post procedural complication ("post removal complications"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage and headache had resolved and the urinary tract infection, psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, headache, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: treatment received for pain, abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2021: medical record received. Reporters information, concomitant drug, and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, chronic"), genital haemorrhage ("general abnormal bleeding"), urinary tract infection ("urinary tract infection"), psychological trauma ("psych injury"), headache ("headache") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy-uterus). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage and headache had resolved and the urinary tract infection, psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, headache, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: case became valid and serious incident. Patient information updated; product information updated. Previously reported event of injury updated to "pelvic pain". New events "abdominal pain"; "chronic pain"; "bleeding nos"; "psychological trauma"; "urinary tract infection"; "headache" and "post removal complications" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.